Manufacturer narrative:
Conclusion: device failure/lack of effectiveness related to patient condition (type 2 endoleak).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 50 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that two months ago, the patient presented with back and abdominal pain and had evidence of an endoleak on CT scan. The CT scan suggested a type 1 endoleak; however, this patient has a history of type 2 endoleak that was not repaired satisfactorily, and the patient did not get regular follow-ups as directed. Another manufacturer's stent graft was placed below the level of the renal arteries, and then a second stent graft was used to extend down the external iliac artery below the takeoff of a hypogastric artery that was previously coiled. There was still a type 1 endoleak which was treated with repeat dilatation with compliant and non-compliant balloons. It was not possible to determine the cause of the endoleak using multiple arteriograms; however, the magnitude of the endoleak appeared to get smaller. A fem-fem bypass was performed with good outcome. No additional clinical sequelae were reported and the pt is fine.